Event description:
The customer reported that the collimator iris would not open completely and freezes with error message. Also, the cine subsystem was not available. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the cine bridge and fluoroscopic functions boards, calibrated and tested performance. The system was tested and found to be working as intended and put back in service.